Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer encountered high blood glucose. The customer was admitted into the emergency room, with blood glucose of 456mg/dl and ketones. By the time the customer was hospitalized, his blood glucose was over 600mg/dl and ketones. In addition, the customer was having issues with carelink all she saw was a blank screen.